Event description:
This male patient with a history of hyperlipidemia, hypertension, smoking and documented coronary and peripheral artery disease was presented to the interventinal lab in 2005 for stenting of the middle and distal portions of the right superficial femoral artery (sfa). The patient was enrolled in the study. Thelesion was de novo and calcified, the vessel was straight at the lesion site. The total lesion length was 130mm, the total occluded length was 0mm. Heparin was given at the beginning of the procedure, total dose during the procedure was 4000 it. The lesion was not pre-dilated. Two smart stents were deployed in the right sfa. Post dilatation was performed with a 5x40mm balloon . There was a 90% stenosis before the procedure was started and 0% following repair of the lesion . About 8 months later, the patient suffered a sudden adverse event. The previously repaired right sfa had restenosed 85%. The informatin states that the entire lesion was not restenosed. The patients returning symptoms are unknown. The restenosis was treated with another smart control (6/40mm) stent and there was a remaining stenosis of 65%. There is no information as to how this remaining stenosis being treated. There was no distal embolization. The patient is still currently smoking and taking the following medications: aspirin, clopidogrel, simvastatin 40, bisoprolol 5, ramipril 5mg, ramipril 5, hydroclorothiazid, ezetimb, and amlodipin. The patient has been discharged.